Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: g3 the event occurred in the UK. Reported event was unable to be confirmed due to limited information received from the customer. No medical records or product was received. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Event occured in (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty a piece of the device came off during implantation. No known adverse event was reported. Surgery was completed with another device.